Event description:
The patient reported she received a e2 (power pack depleted) error message on her insulin infusion device after using her battery for 6 weeks. She said the battery was placed in the infusion device in 2007. She stated she did not receive an a2 (low power pack warning) alert. She said she discovered the low battery when she gave herself a bolus of insulin and the infusion device gave the e2 error message. The patient stated she could not read the lot number or expiration date on the battery. During troubleshooting, the patient was instructed to check her infusion device history and bolus history, but she refused to do so. She stated, "I know it did not a2." On follow up, the patient stated her infusion device is working properly and she has sent back the power pack. On inspection, it was discovered the battery was expired and part of the recall. The patient was advised to use only corrected batteries. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.